Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Lap. Proximal gastrectomy - "sheath was torn during the surgery". Type of intervention: unknown. Patient status: no patient injury or related illness.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear originating from a puncture in the sheath. Based on the condition of the returned unit, it is likely the reported event was caused by the instrumentation used during the procedure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.